Event description:
It was reported that the patient had ineffective stimulation. Diagnostics found that both leads had high impedances. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: d4, model, lot, expiration date, primary unique device identification (UDI) number correction: d6a - date of implant. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.